Event description:
(B)(6), claim on behalf of hospital (B)(6) - (B)(6). Medical report: during the surgery, it was verified that the screw ((B)(4) - xia ii screw poliaxia l 5,5 x 35mm - lot: 068587) were broken in the half of its extension. The same was removed.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.